Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct sections. The unused sample that was initially reported to be available was confirmed to be for MDR no. 3013394970-2019-00153 and not this report, therefore this report has been updated to show the sample is not available.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The unused device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor could not be placed correctly. Manual compression was needed. A pre-deployment angiogram was performed before placing the anchor. After the pressure bandage was applied the bleeding was stopped. The patient was reported to be in stable condition. Bleeding occurred in the procedure room. Hematoma was present and this was a right femoral artery puncture. The patient was hospitalized due to the event. The patient was reported to be on an aspirin dose.